Event description:
It was reported that the customer was hospitalized due to hyperglycemia, with blood glucose levels over 600 mg/dl. The customer changed the infusion set the day prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. Found multiple no delivery alarms in the alarm history. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.